Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 jaws came apart before inserting the tool into the cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Product is not returning as it was discarded.